Event description:
The customer reported that the rui (remote user interface/joystick) was not working. When the motorized movements are completely down, the cranial and caudal movements are not available. The system would be effectively unstable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an investigation. The remote control panel was evaluated and replaced. The system was tested and found to be working as intended and returned to service.